Event description:
It was reported there was damage to the housing (casing). It was also reported the device was chipped by the atrial connector. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart wire contacts, lead flex cover, and keyboard pad are contaminated. Analysis also found the upper case, lower case, one side bail cover, and ring cover are broken. One side bail and ring are bent. (B)(4).